Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02274, 3006705815-2021-02275, 3006705815-2021-02276. It was reported that the patient experienced an infection at the ipg and lead site. As a result, the scs system was explanted. In turn, the patient was prescribed oral antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02274, 3006705815-2021-02275, 3006705815-2021-02276.